Manufacturer narrative:
A sample from the patient was provided for investigation. The non-reactive result obtained by the customer could be reproduced. An immunoblot of the sample was performed and the result was clearly negative for antibodies to hepatitis c. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for one patient sample tested with the elecsys anti-hcv ii immunoassay on a cobas 6000 e 601 module. The sample results were reported outside of the laboratory to an infectious disease doctor. The results did not agree with the patient's clinical history as the patient has been known to be (B)(6). The patient also has (B)(6) results. (B)(6). (B)(4).

Manufacturer narrative:
The investigation determined the sample is a true negative for the elecsys anti-hcv ii immunoassay. The reagent meets specifications. The investigation could not identify a product problem.